Manufacturer narrative:
It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2018-02044 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the shocking sensation with a fall was not determined. The issue had not been resolved as it was noted the physician wanted to wait one month before examining again. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulators (ins) for essential tremors and movement disorders. It was reported the patient had a shocking sensation. The patient fell and they hit their head on the left side and now they were getting shocking in their chest area. The patient reported that when they go under water in a pool, they get shocked, but when they come up it resolves. This has happened 3 times. The patient was in office now and the hcp was going to schedule an exploratory procedure. The caller was not with the patient and hcp in office at the time of the call. This was noted as a sudden change in therapy/symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated that the cause of the shocking while underwater was not determined. The exam results were not available. It was further noted the shocking occurred after the fall.